Manufacturer narrative:
Revision surgery, non-union. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Preoperative diagnosis: tumor, procedure: "psf", levels implanted: t10/l3. It was reported that on an unknown date, post-op, rod broke resulting in pseudoarthrosis. The rod was explanted. No fragments of the broken product was left remaining in the patient. The surgeon considered a thick rod should have been used from the beginning of surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.